Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this lead was damaged and surgically abandoned. No additional adverse patient effects were reported.